Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the complaint device hammer guide f/ten (product code: (B)(4), lot number: unk) was returned to cq west chester for investigation. The hammer guide distal end had broken and the broken piece was not returned for investigation. The device also had impaction marks on its head and was severely deformed. Document /specification review: the date of manufacture for the item was not available, hence the current revision of drawing was reviewed. Dimensional inspection: complaint relevant dimension cannot be measured due to post manufacturing damage to the distal end. Conclusion: the hammer guide was broken and had a severe damage consistent with field usage. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Lot number of the item was not available for review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the thread of the hammer guide was stripped. No further information provided. During manufacturer's investigation of the returned device it was also identified that the hammer guide distal end had broken and the broken piece was not returned for investigation. This device condition was evaluated and determined to be reportable on (B)(6) 2022. This report is for one (1) hammer guide for ti elastic nails this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the complaint device hammer guide f/ten (product code: (B)(4), lot number: unk) was returned to cq west chester for investigation. The hammer guide distal end had broken and the broken piece was not returned for investigation. The device also had impaction marks on its head and was severely deformed. Document /specification review: the date of manufacture for the item was not available, hence the current revision of drawing was reviewed. Dimensional inspection: complaint relevant dimension cannot be measured due to post manufacturing damage to the distal end. Conclusion: the hammer guide was broken and had a severe damage consistent with field usage. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Lot number of the item was not available for review. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the thread of the hammer guide was stripped. No further information provided. During manufacturer's investigation of the returned device it was also identified that the hammer guide distal end had broken and the broken piece was not returned for investigation. This device condition was evaluated and determined to be reportable on (B)(6) 2022. This report is for one (1) hammer guide for ti elastic nails this is report 1 of 1 for complaint (B)(4).